Event description:
The customer reported to olympus technical assistance center (tac), that the evis exera iii xenon light source showed communication error code b30. The issue was observed during preparation for use and was completed with another device. The customer stated that the 'procedure went fine¿. There was no patient harm or user injury reported due to the event. This report is one of two related events (related patient identifier: (B)(6)).

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with olympus technical assistance center (tac), the maj-1430 cable and power cycled both units and the reported b30 error was cleared. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.